Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that for a week, the down arrow button was responding intermittently to presses. The patient reportedly wore the pump attached to a belt and did not clean the pump.